Event description:
It was reported that during the procedure, a 3.0x28 xience v rx stent delivery system was advanced toward a moderately calcified, eccentric, 99% stenosed lesion in the moderately tortuous, proximal left anterior descending coronary artery (lad), but was unable to cross the lesion. During withdrawal, without excessive force applied, resistance was felt and the xience stent dislodged in the lad. The dislodged stent was successfully retrieved using a snare device. The procedure was completed using another 3.0x28 xience v rx stent. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, the returned goods lab received the 3.0x28 xience v rx balloon in a loosely folded state, indicating that the balloon may have possibly been inflated. However, additional information received indicated that the site had not inflated the balloon during use nor due to intentional manipulation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The dislodged stent was confirmed. The failure to advance/cross and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.